Manufacturer narrative:
Corrected information has been provided in d1 brand name. H6 investigation type codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the hemodynamic instability could not be determined due to insufficient clinical details. The cause of the positioning issue could not be determined due to insufficient clinical details and lack of product returned.

Manufacturer narrative:
Updated information: h6 investigation type updated to b18 additional information was provided which states that the pump was discarded and will not be returned.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella 5.5 was inserted via direct aorta approach for elective placement in a 65-year-old male who was admitted for CABG and valve surgery. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage b. During placement, repositioning of the pump was attempted. The impella was not moving appropriately with the repositioning sheath and felt stuck. As the patient's chest was open, the pump was manually maneuvered into place. The pump repositioning will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the repositioning, however the reposition was performed with no consequence to the patient and support.